Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary the cause of the renal failure was not determined due to insufficient clinical details. The cause of the device in wrong position was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 53 year-old male presented to the emergency department with chest pain. While in the emergency department, he experienced a syncopal episode and was found to be in ventricular fibrillation. The patient was diagnosed with a st-segment elevation myocardial infarction, underwent percutaneous coronary intervention, and the patient was transferred to the cardiovascular intensive care unit. Overnight, the patient decompensated and was found to be in cardiogenic shock. Decision was made to implant an impella cp device for mechanical circulatory support. The impella device was successfully implanted, and the patient was returned to the cardiovascular intensive care unit. The patient was anuric, and continuous renal replacement therapy was initiated. On the following day, he required additional hemodynamic support and was cannulated for extracorporeal membrane oxygenation. On the second hospital day, the impella device was suspected to be malpositioned beneath the papillary muscles. Attempts were made to reposition the pump; however, the decision was made to explant the impella device while continuing extracorporeal membrane oxygenation support. While the device is conservatively coded for complications, they were more likely due to the patient underlying clinical conditions and the improper positioning of the pump. No device malfunction was reported, and all device-related decisions were based on the patient¿s clinical condition and response to therapy.